Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer rail was broken off and unable to open the drawer. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failure occurred because the right-side rail of the main full-height drawer 5 was broken. A field service engineer (fse) removed the drawer and installed a new rail. After completing the repair, the drawer was tested and confirmed to be working properly through the pyxis application. The system functioned as intended after the field service engineer repaired the device.